Event description:
It was reported that revision surgery was performed. Pain and an adverse reaction reported.

Manufacturer narrative:
Radiographs showing the alignment of the devices whilst in vivo were returned and analysed.